Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a faulty cable. A supplemental report will be submitted if any additional information is provided by the user facility. The following provides additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the said event could not be determined; however, the event was most likely due to poor communication, which occurred due to cable failure and the image was not displayed. We could not presume the cause of occurrence of cable failure. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image. The issue occurred during preparation for use for a diagnostic procedure (urological examination), there was no procedural delay or patient sedation, and the procedure was completed with a similar device. There were no reports of patient harm.